Manufacturer narrative:
Primary surgical notes stated that the tha was for osteoarthritis in the left hip. The acetabular shell was stated to be positioned at combined anteversion of 45 degrees. The tha final reduction was described as being stable without anterior impingement and posterior dislocation through the rom. No complication noted. The provided x-rays show that the shell has anteverted positioning. Based on the provided information, although not proven, the most likely cause of the clicking sensation is from an impingement with the stem and shell in the abduction and external rotation motion. This impingement may be due to the shell's anteverted positioning. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It is reported that the patient is experiencing occasional hip clicking.